Event description:
It was reported the pt had no stimulation. The scs ipg was unable to communicate with the pt programmer and the charger. The ipg has not been charged for over two years. The pt is scheduled to meet with the physician for possible device replacement procedure. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.